Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a part of the tandem cable was broken and a metal part of the cable was bent; consequently, the customer could no longer charge the pump with the usb cable. No additional patient or event information was available. There was no reported impact to customer's blood glucose.